Event description:
Provider alleged gear clamp is missing.per independent repair center statement, the unit had low o2 or yellow light -- confirmed: clamp was required to fix sieve bed leak. The key failure was missing gear clamp.